Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed bootup issue. Review of system log file shows malfunctioning flexvision pc. Upon functional testing, fse found that the flexvision pc was defective. The philips engineer replaced defective pc and hard disc. After replacement, the system was the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and replaced the flexvision pc and the hard disk which returned the system to use in good working order.